Manufacturer narrative:
(B)(4).

Event description:
It was reported " jaw was found misalign during use on the patient involved". Another applier was used to complete the procedure. The patient's current condition is reported as "fine".

Event description:
It was reported " jaw was found misalign during use on the patient involved". Another applier was used to complete the procedure. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4) the sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-pc. Lot in november of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc.- kenosha's manufacturing processes. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defects or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.